Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. It is not likely the devices contributed to the patients reported infection four years after implantation. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusion with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the products and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Legal claim alleges the patients devices were explanted. No additional information is available at this time. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to address suspected infection. The acetabular component was grossly loose. The femoral component was also loose. Cloudy fluid was encountered intraoperatively.